Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was not recognized, which led to pump shutdown and an inability to turn pump back on after low power alerts and shutdown alarms. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide blood glucose information. Customer tried different wall adapters without success, then resolved charging issue by using different charging cable, and technical support advised that non-tandem charging supplies should only be used for troubleshooting, arranged replacement tandem wall adapter and charging cable, explained that insulin on board and maximum hourly dose were reset to zero and that continuous glucose monitoring sessions must be restarted after shutdown, and instructed customer to monitor and call back if issue persisted.